Event description:
The complainant reported that 68-year-old female patient received support from an impella rp. However, the impella rp flex started with flows in the high 3s and then quickly dropped to the low 3s and stayed there. The physician does not think the impella ingested any clot. Care was withdrawn four days post-implantation.

Manufacturer narrative:
The investigation into the reported ¿low pump flow¿ issue has been completed. No product was returned for investigation. Data log analysis confirmed low flow at p-9 and p-8. There were also suction alarms noted immediately prior to the low flow event. The root cause of the low pump flow issue was unable to be determined since product was not returned and there is a lack of clinical details regarding patient volume or anatomy issues.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-05565 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.